Manufacturer narrative:
One opened probe was received with no tip protector, in a bag, for the report. At the time of receipt the sample was observed to have a bent needle. The returned sample was visually inspected and found to be non-conforming with the needle bent in 3 places, confirming the received condition of the probe. The sample was then functionally tested for actuation, aspiration, cut. The sample was found to be conforming for aspiration; no noise was observed during testing. The sample was found to be non-conforming for actuation. The cut functionality of the returned probe could not be tested due to the actuation failure. The probe was disassembled and the components inspected. The degree of wear could not be determined as the inner cutter could not be removed from the bent needle. The inner cutter pulled out of the coupling and the fillet was observed to be conforming. Presence of adhesive on the cutter was unable to be determined since the inner cutter could not be removed from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm the probe had a noise issue. The evaluation indicated that the sample had an actuation failure. The cut functionality of the probe could not be tested due to the actuation failure, therefore the reported cut failure could not be confirmed. The most likely cause for the actuation failure, as well as the detached cutter, is from the bent needle. A bent needle can impede the movement of the cutter shaft. The severity of the bent needle observed on the returned sample can also increase the amount of force applied to the cutter and increase the likelihood of the inner cutter detaching from the coupling during standard disassembly activities as part of the evaluation. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported noise was not confirmed, the cut functionality could not be confirmed, and an exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutting was not sufficient and a consistent rattling noise was heard which related to insufficient oscillation during surgery there was no error code displayed and the surgery was completed with no harm to patient.